Event description:
Information was received from a healthcare provider (hcp) on 2020-may-07 regarding a patient receiving morphine (5mg/ml at 1.6989mg/day) and bupivacaine (2.4mg/ml at 0.815mg/day) via an implanted infusion pump. It was reported that the pump logs read that a motor stall occurred on 2020-may-06 at 11:41pm. There was no recovery in the logs. The patient couldnot hear the pump alarming, but the granddaughter could hear the critical alarm. There were no electromagnetic interference (emi) interactions with the pump. It was noted that the hcp planned to replace the pump on (B)(6). , but later the hcp indicated that the patient was not a surgical candidate as they were on plavix, so they may have to wait to replace the pump. It was noted that the pump may not be replaced if the patient could be managed on orals due to age. The alarm interval was reset to 1 hour as the hcp could not find where to silence the alarm. No patient symptoms were reported and no further complications were reported or anticipated. 2020-05-14 lfc (hcp): additional information was received from the hcp on (B)(6). It was reported that actions taken to resolve the issue consisted of calling the manufacturer for assistance with changing the pump to minimum rate. The motor stall had not been resolved. If the pump is explanted, it will be returned. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who asked for the code 3552 to have the pump permanently shut off using the tablet. There were no signs or symptoms related to the therapy, it was shut off due to the motor stall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving morphine (5mg/ml at 1.6989mg/day) and bupivacaine (2.4mg/ml at 0.815mg/day) via an implanted infusion pump. It was reported that the pump logs read that a motor stall occurred on (B)(6) 2020 at 11:41pm. There was no recovery in the logs. The patient couldnot hear the pump alarming, but the granddaughter could hear the critical alarm. There were no electromagnetic interference (emi) interactions with the pump. It was noted that the hcp planned to replace the pump on (B)(6) 2020, but later the hcp indicated that the patient was not a surgical candidate as they were on plavix, so they may have to wait to replace the pump. It was noted that the pump may not be replaced if the patient could be managed on orals due to age. The alarm interval was reset to 1 hour as the hcp could not find where to silence the alarm. No patient symptoms were reported and no further complications were reported or anticipated.